Manufacturer narrative:
Manufacturers ref (B)(4). Summary of investigational findings: a 44 year old male was diagnosed with acute type b aortic dissection with a maximum diameter of 6,8 cm and underwent tevar. A tx2 device was implanted in combination with chimney technique to secure lsa perfusion. 5 days later a follow-up contrast-enhanced computer tomography revealed proximal type 1 endoleak and a high pressurized aneurysm. The complaint device was explanted by open repair to prevent aortic rupture and the descending aorta was reconstructed. It is reported that by 31-month follow-up the patient remained in good condition. Based on the images in the article attached, the device is a tx2 with pro form suture. By the clinical assessment performed by medical advisor: the interruption of the circumferential seal zone of the tx2 stent graft by the chimney graft is considered the primary reason for the early type 1 endoleak in this specific case. This event of type 1 endoleak evolving 5 days after tevar is considered physician- and procedure-related due to the choice of chimney technique.¿ review of the device history record gave no indication of the device being produced outside of specifications. Per the instruction for use endoleak is a known adverse event. The IFU states: ¿graft length should be selected to cover the lesion as measured along the greater curve of the aneurysm, plus a minimum of 20 mm of seal zone on the proximal and distal ends.¿ and ¿inaccurate placement and/or incomplete sealing of the zenith tx2 taa endovascular graft within the vessel may result in increased risk of endoleak¿.¿ furthermore, the IFU states: ¿if occlusion of the left subclavian artery ostium is required to obtain adequate neck length for fixation and sealing, transposition or bypass of the left subclavian artery may be warranted¿ based on the provided information it has not been possible to determine an exact cause for this event, however a likely cause is related to the chimney technique causing incomplete seal at the proximal site of the stentgraft and therefore user related. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since previous report was sent.

Manufacturer narrative:
(B)(4). Based on article: "explantation of a failed endovascular stent graft in a patient with a type b dissection" lee et al 2018. Similar to device under PMA/510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Tevar performed, thus, 5 days later proximal type I endoleak and a high pressurized aneurysm were identified by follow-up contrast-enhanced computer tomography. The stent graft was explanted with open repair to prevent aortic rupture. Adverse effects occurred as a proximal type I endoleak and high pressurized aneurysm the patient remains in a good condition at his 31-month follow-up and the abdominal aorta had not undergone any further dilation.